Event description:
Patient dialyzing for three hours tx. Two hours, 30 minutes into tx, arterial line disconnected from blood part adapter attached to dialyzer. Arterial line, blood part adapter and dialyzer all on 7th use. Freseniun machine alarmed and clamped stopping blood flow line clamped by nurse. No clotting noted in dialyzer or line. Total estaimated blood loss 100ccdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.